Event description:
Customer reported via phone, he was experiencing high blood glucose of 415 mg/dl and wanted to know where was the best spot to insert the infusion set site. Customer stated the insulin pump kept alarming no delivery and has to change the infusion sets. Customer has changed basal rates and manipulated the bolus wizard estimates, he things the cannula might be bent. Customer noted insulin was pooling at the site. Customer declined troubleshooting and inquired about site locations. Customer was advised to do a complete set change. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.